Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) no consequences or impact to patient. Lens bent/folded over on itself. Lens not returned. Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was attempting to insert a cc4204a collamer aspheric single piece lens and the lens bent or folded over on itself while being inserted. There was patient contact but no injury.